Event description:
(B)(4). Initial report: this non-serious spontaneous rumor case was reported by a physician via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves 2 or 3 patients (age and gender nos) who received poly-l-lactic (sculptra) on an unk therapy dates, dosage and indication. On an unk date, the patients developed palpable nodules which are not visible and the patients are not concerned about them. Actions taken with poly-l-lactic acid, event outcome and corrective treatment given if any were not reported. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Outcome: unk. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(6) 2009: the physician reported that this case is one of 3 cases (refer to associated cases (B)(6)). This case concerns a female adult patient (age nos). No medical history was provided. No histology or laboratory tests were performed and there were no concomitant pathologies. In (B)(6) 2007, the patient received poly-l-lactic aid therapy, 7.5 ml dilution, with 7.5 ml in total injected into her right cheek, nasolabial, and oral commissure. In (B)(6) 2008, she received a second treatment of 7.5 dilution with 14 ml in total injected into her right cheek, nasolabial, and oral commissure. On an unk date, the patient developed a palpable lump in the right oral commissure. No corrective treatment was given and the event has improved. He reports that the patient is recovering. Causality assessment between the events and poly-l-lactic aid therapy was reported as probable.